Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that there were air bubbles in the reservoir. He stated that he would purge the bubbles but then they would come back. The blood glucose reading was 120 mg/dl. The insulin pump had not been rewound with the reservoir in place. The bubble did not move with the fill cannula. The customer removed the reservoir and manually pushed the air bubble through the tubing. The insulin had been stored at room temperature. No leaks were found. The issue with air bubbles did persist after a set change. The reservoirs were replaced to determine if the issue was with a specific lot, and the customer was advised to call back if the issue persisted.